Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent initially reported via phone call that the customer was at a diabetes camp and the insulin pump had unresponsive buttons and alarmed a battery malfunction. A doctor from the diabetes camp called to continue the troubleshooting per the initial advised to call back with the customer and the insulin pump to perform troubleshooting for the button error/keypad anomaly properly. The customer's blood glucose level was 366 mg/dl at the time of the incident. The reporter stated that insulin pump had unresponsive buttons and alarmed button error and battery out limit. There was no significant event leading to the keypad issues, but the reporter stated that it was very hot at the camp. The reported could not verify if the time on the clock advanced when monitored for one minute due to having removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting for the battery out limit. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with up arrow button unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Time advanced properly. Unable to verify battery out limit or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.